Event description:
It was further reported that the patient received another inappropriate therapy for an svt episode. The rhythm did not respond to the high voltage therapy and broke on its own.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate therapy after inappropriately detecting the arrhythmia. A sinus tachycardia discriminator did not apply as the arrhythmia had a sudden onset. The post-ventricular atrial refractory period was adjusted and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1590, lead, implanted (B)(6) 2005; 1056, lead, implanted (B)(6) 2005; 1688tc, lead, implanted (B)(6) 2005. (B)(4).